Event description:
It was reported via repair work order that the headend lift would raise but not lower due to two test connectors being connected to the cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.